Event description:
Allegedly the patient was suffering from hip pain. Mr. Dunlop decided to revise the conserve bfh and cup and modular neck. The profemur l stem was left in situ. A new ar8 short neck was implanted along with a de puy pinnacle cup with poly liner. Mr dunlop stated that the pain was caused by wear due to subluxation and edge loading.